Event description:
On (B)(6) 2007, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. According to the imaging evaluation, a palmaz stent was implanted after the implantation of the gore devices for reasons unknown. Computed tomography (CT) scans dated (B)(6) 2011 and (B)(6) 2012 showed aneurysm enlargement greater than 5 mm with significant calcification. A CT scan dated (B)(6) 2013 showed a notable indeterminate endoleak with significant calcification. It was reported the physician associates the endoleak with possible distal migration of the palmaz stent, which may have caused a tear in the gore graft material at the flow divider. It was reported the distal end of the palmaz stent did not appear to be apposed to the gore device in the provided imaging. On (B)(6) 2013, an intervention was performed whereby two gore excluder aaa endoprostheses were implanted to reline the existing trunk and create an aortouniiliac with femoral-femoral bypass. An amplatzer plug was also implanted to occlude the right common iliac artery. Final angiography demonstrated resolved flow and the patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-released specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.